Manufacturer narrative:
(B)(4): this lot was manufactured from november 11, 2014 to november 13, 2014.additional information: this is a report of particulate matter in the fluid path. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume intermate was found to have a white particle floating in the device. The device was compounded with colistimethate. This was observed after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.